Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. Upon functional testing fse found that the software was lost. Fse replaced the os disk and downloaded the software. After replacement and downloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system did not expose. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Event description:
It has been reported to philips that the allura xper fd20 system did not expose. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.